Event description:
During total hip case, orthopat started making vibration noises as it was processing the blood. The lid was opened and noticed the stopcocks were not seated. It was noticed the stopcocks were shaped differently than normal. The blood collected was unable to be processed which resulted in the pt not receiving their own blood back. We received a letter from the manufacturer - after the event, and after we requested info - that is dated august 16, 2009 that states: change in stopcock used in orthopat and cardiopat processing sets. The purpose of this letter is to notify you of a change in the stopcocks used in haemonetics orthopat and cardiopat processing sets. The stopcocks previously used in the orthopat and cardiopat processing sets are no longer available from our vendor, requiring the qualification of a new stopcock. This new stopcock has been thoroughly tested prior to implementation. While the stopcock looks different - see pictures below, this change does not affect the set-up or operation of the processing sets or the orthopat and cardiopat devices. The affect list numbers are 1150h-00, opt-p-1000, cpt-p-274. The implementation lot# for this change is f09029. Dates of use: 2009. Diagnosis or reason for use: processes drained blood for reinfusion to pt. Event abated after use stopped or dose reduced? No.